Manufacturer narrative:
The lot specific to this event was not known, therefore, a lot history and a device history record review was not possible. The root cause of the reported dull knife was unknown as a sample was not returned for investigation so the customer's complaint could not be confirmed. (B)(4).

Event description:
A customer reported that the blades were found to be dull during the cataract procedures. The procedures were completed and there was no harm to the patients. The product samples were not retained. This is one of two reports.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the blades were found to be dull during the cataract procedures. The procedures were completed and there was no harm to the patients. The product samples were not retained. This is the second of two reports.